Event description:
Patient reported that on the previous night she received a "high" blood glucose reading, but otherwise felt fine. In response, she removed her omnipod and phoned the local medical facility. She was instructed to go to the emergency room. She was treated for the high blood glucose level and sent home the same night. She did not report any noted damage or kinking of the cannula, but did notice that the adhesive pad felt wet and she could smell insulin. She then disposed of the device, so it is not available for any evaluation. No lot number or other identifying information is available.